Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a catherization procedure the introducer was detached and stuck in the artery. The physician had to widen the femoral entry to remove the introducer. The introducer was removed entirely. The patient developed a large hematoma and required "long local pressure". There was no reported death. As reported therapy was delayed and interrupted.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation and confirmed the reported complaint of sheath body separation. A nonconformance has been initiated to further investigate the root cause of the reported complaint. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will monitor of complaint tracking system for any developing trends.

Event description:
It was reported that during a catherization procedure the introducer was detached and stuck in the artery. The physician had to widen the femoral entry to remove the introducer. The introducer was removed entirely. The patient developed a large hematoma and required "long local pressure". There was no reported death. As reported therapy was delayed and interrupted.